Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The lead dislodged and when they tried to reposition it, the helix wouldn't retract. There were no adverse patient side effects reported. The hospital has retained the lead.